Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide provides information on the risks associated with dialysis therapy and suggested actions, instructions, cautions and warnings to enable patients to treat safely and effectively. UDI: (B)(4).

Event description:
A report was received on 05 aug 2023 from patient (B)(6), a 37 year old male with a medical history of end stage renal disease, who stated an insufficient amount of programmed fluid was removed during several home hemodialysis treatments, most recently on (B)(6) 2023. The patient stated he was hospitalized due to fluid overload. Additional information was received on 16 aug 2023 from the healthcare professional (hcp), who stated the patient was admitted to the hospital on (B)(6) 2023 with shortness of breath and haemoptysis. Treatment in hospital included hemodialysis, reduction of dry weight and oral doxycycline (dose not provided). The patient was discharged with a diagnosis of pulmonary oedema and fluid overload secondary to community acquired pneumonia on (B)(6) 2023. Per the htn, the patient had not been compliant with medications and fluid intake resulting in excess intradialytic weight gain. The patient has resumed treatment with the nxstage system.